Manufacturer narrative:
Common device name: ptk- tube, gastrointestinal (and accessories). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause is abnormal use: the device was used in a patient with an atretic segment >4cm apart. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The user mentioned the following: "they were able to bring the esophageal ends to about 4cm apart but this was with tension on both esophageal ends. If they would not use tension the gap would have been longer than 4cm." The instructions for use states the following indications for use, "this device is indicated for atretic segments <4cm apart." The instructions for use states the following contraindication, "before starting the catheter placement procedure, the distance between upper and lower esophageal pouches must be measured and determined to be less than 4 cm in length, without exerting pressure to the pouches in ap and lateral fluoroscopic views." The IFU mentions the following contraindications: "for atretic segments >4 cm apart." Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used off label, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: on (B)(6) 2020, the facility surgically liberated the esophagus [not device related]. The gap was about 4 cm apart, but this was only accomplished by applying tension on both esophageal ends. The facility did not place the device this day. If did not use tension, the gap would have been longer than 4 cm. The device was placed on (B)(6) 2020, without cook support. The gap assessment is unknown for the date they placed the device. The device was removed on (B)(6) 2020 because they were unable to achieve anastomosis. They then surgically mobilized the esophageal ends even more [not device related]. The gap was under 4 cm and they placed a new flourish device. On (B)(6) 2020, the magnets were touching and it worked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.